Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical trial. It was reported a death occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. A 27 mm watchman ® laa closure device was implanted successfully. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2017, the patient died of an unknown cause.